Event description:
Caller called in to report the death of a pt. Caller's name: (B)(6). Name of the deceased: (B)(6). Cause of death: under investigation. Found unresponsive. Location of death: home. Time of death: saturday. Address of caller: (B)(6). Md's name and contact info emergency room doctor: dr. (B)(6). Caller states deceased party was wearing the pump at the time of death. Mentioned gi bleed symptom. Mentioned bleeding at mouth and rectum. Pt bg at time of death or last recorded as <40 low bg.

Manufacturer narrative:
Unomedical received no returned devices and no lot number is available. This case has been closed due to missing info. No relevant testing could be performed. Since the lot number is unk, no batch record review or testing of retained samples could be performed. If the lot number becomes available, the case will be re-opened and appropriate actions will be taken.